Event description:
It was reported that the patient with this remote communicator of this implantable cardioverter-defibrillator (ICD) displayed a red call doctor icon. It was believed that this ICD system exhibited high out-of-range shock impedance measurements. Subsequently, troubleshooting was performed and the interrogation was successfully sent. The plan is to continue monitoring the patient. At this time, this device remains in service and there were no adverse patient effects reported.